Manufacturer narrative:
One used partial list #011-0p560-01, manifold 2 port/off/right 3-way,transpac it, 60" admin. Set, 48" pt tubing was received for evaluation. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the male luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. The lot review was performed with no issues noted.

Manufacturer narrative:
The device is pending evaluation.

Event description:
The date of the event is unknown. The customer reported an issue with regards to manifold 2 port/off/right 3-way,transpac it. The reporter mentioned that the flush line tubing from monitoring set has come apart from male connector end of a transpac transducers. The event occurred at initial set up of the transducer. There was no patient involvement and no patient harm.